Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial lead undersensing was observed during atrial arrhythmia episodes. In addition, non-capture was suspected. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead was undersensing the atrial arrhythmia causing an early termination and reduction of episodes. In addition, the lead had low p waves.